Manufacturer narrative:
The technician found the casters were worn and the rubber wheels were cracking. The technician replaced all four casters to repair the bed.

Event description:
Information received indicates the brake will not hold.